Event description:
As reported, the saber rx 6mm 20cm was inflated but it ruptured after the pressure passed 12atm. It was noted that may have occurred due to severe calcification. The device was removed from the patient intact. The device was replaced with a non-cordis 6mm x 4cm scoring balloon and the lesion was crossed and procedure was completed. There was no reported injury to the patient. The lesion was the right superficial femoral artery with stenosis. The vessel was noted to have moderate tortuosity. The lesion had a 95% stenosis; however, it was not a chronic total occlusion (cto). An approach was made from the right inguinal region with a non-cordis guiding sheath. An unknown .018 guidewire crossed the stenosis part. After that, pta was done with a saber pta (5mm*20cm). The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, protective balloon cover, stylet, or removing any of the sterile packaging components. There were no kinks or other damages noted to the device prior to inserting into the patient. The balloon did rupture while in the vessel. The device was prepped per the IFU and was able to maintain negative pressure. The lesion was the right superficial femoral artery. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. The device was never in an acute bend. The catheter was never kinked during use. The non-cordis inflation device was used successfully with other devices during the procedure.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, d9, g3, h1, h2, h3 and h6. The saber rx 6mm x 20cm balloon catheter (bc) was inflated but it ruptured after the pressure passed 12 atmospheres. It was noted that may have occurred due to severe calcification. The device was removed from the patient intact. The device was replaced with a non-cordis 6mm 4cm scoring balloon and the lesion was crossed and procedure was completed. There was no reported injury to the patient. The lesion was the right superficial femoral artery with stenosis. The vessel was noted to have moderate tortuosity. The lesion had an 95% stenosis; however, it was not a chronic total occlusion (cto). An approach was made from the right inguinal region with a non-cordis guiding sheath. An unknown .018 guidewire crossed the stenosis part. After that, pta was done with a saber pta (5mm x 20cm). The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, protective balloon cover, stylet, or removing any of the sterile packaging components. There were no kinks or other damages noted to the device prior to inserting into the patient. The balloon did rupture while in the vessel. The device was prepped per the IFU and was able to maintain negative pressure. The lesion was the right superficial femoral artery. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. The device was never in an acute bend. The catheter was never kinked during use. The non-cordis inflation device was used successfully with other devices during the procedure. The product was returned for analysis. One non-sterile saber rx 6mm x 20cm 155cm percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Per visual analysis, no anomalies were observed. Per functional analysis a lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and pressure was applied. However, a leakage was observed due to a rupture in the distal section of the balloon. No other anomalies were observed. Per sem analysis the balloon of the device presented evidence of a rupture and scratch marks near the rupture area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon could probably led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82216445 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Procedural images were not provided for review. Based on the very limited information available for review, vessel characteristics (moderate tortuosity and a rate of stenosis of 95%) may have contributed to the event as evidenced by scratch marks noted on the outer surface during analysis as the presence of calcification (unknown) is known to cause damage to balloons. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the saber rx 6mm 20cm was inflated but it ruptured after the pressure passed 12atm. It was noted that may have occurred due to severe calcification. The device was removed from the patient intact. The device was replaced with a non-cordis 6mm 4cm scoring balloon and the lesion was crossed and procedure was completed. There was no reported injury to the patient. The lesion was the right superficial femoral artery with stenosis. The vessel was noted to have moderate tortuosity. The lesion had an 95% stenosis; however, it was not a chronic total occlusion (cto). An approach was made from the right inguinal region with a non-cordis guiding sheath. An unknown .018 guidewire crossed the stenosis part. After that, pta was done with a saber pta (5mm*20cm). The device was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, protective balloon cover, stylet, or removing any of the sterile packaging components. There were no kinks or other damages noted to the device prior to inserting into the patient. The balloon did rupture while in the vessel. The device was prepped per the IFU and was able to maintain negative pressure. The lesion was the right superficial femoral artery. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. The device was never in an acute bend. The catheter was never kinked during use. The non-cordis inflation device was used successfully with other devices during the procedure. The device was returned for evaluation.